Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/3 of their automated peritoneal dialysis (apd) therapy. Reportedly, one of hp's supply bags fell during therapy causing it to become separated from the supply line of the homechoice set. Hp immediately reconnected the supply bag to the supply line of the homechoice set. Tsc assisted hp's spouse in ending therapy early, and advised hp's spouse to setup with new supplies in order to complete hp's apd therapy, per rn, hp was admitted to the hosp the next day due to complaints of abdominal pain. The culture results revealed an elevated white blood cell count. Hp was prescribed 1 gram of cefaxolin ip and 1 gram of ceftezoxime ip to be administered once daily for 12 days. A second culture was taken 3 days later which revealed a decrease in white blood cell count. Hp was then discharged. Per rn, hp has fully recovered from the infection.